Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that detached before the end of procedure. The capsule fell off the esophagus 7 hours after it was attached. The patient was not injured following the procedure.